Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, it is likely that the grasping section was closed without grasping anything while the output was activated in seal & cut mode; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the thunderbeat open fine jaw exhibited a severely worn out of the tissue pad. There were no reports of patient involvement.